Event description:
As reported in user medwatch, implanted valved port was removed and replaced after port was determined to be cracked.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging and component lot numbers for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. (B)(4) is attempting to obtain additional details regarding this incident including information on sample availability. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).